Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found one complaint with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported a patient presented to the emergency room with symptoms of overfill. Follow up with the patients peritoneal dialysis nurse confirmed the patient went to the emergency room for overfill, the patient was not admitted to the hospital and no medical intervention was required. Additional information was solicited, but unavailable.

Manufacturer narrative:
There is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the patient¿s complaint of iipv that resulted in the visit to the ER. However, based on the limited information provided, it is not possible to determine the cause of the iipv. Improper and/or suboptimal cycler programming, primarily related to inadequate total uf estimation with tidal pd, predisposes patients to unintended iipv events; furthermore, patient/user drain bypass without reaching target drain volumes may contribute to iipv events in non-tpd therapies. There was no report of abdominal pain or distension, no edema, hypertension or difficulty breathing, no fill or drain complication and no device malfunction was reported. Dialysis treatment records and discharge summary has been requested.